Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump black box and alarm history showed no call service alarms related to the complaint. During investigation, the pump was exercised for 24 hours with no alarms occurring. The complaint of a call service alarm issue was not duplicated or confirmed during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.